Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2026 wherein patient system was explanted for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.